Event description:
Additional information: gender: male.

Manufacturer narrative:
Additional information: a3 , b5 investigation: visual inspection: the following observations were made during the visual inspection: - a bacteseal catheter was used (not from christoph miethke gmbh & co kg) - small visible holes in the catheter permeability test: the test showed that the gav 2.0 is non-permeable. Computer control test: the computer controlled test was not applicable, because the detected blockage in capitel "permeability test". Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in gav 2.0. Results: based on our investigation results, we can identify a blockage in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a gav 2.0 (part # fx215t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in underdrainage and the surgeon suspected a failure of the valve. The patient underwent a revision procedure on (B)(6) 2020. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data are available.